Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported, approximately three years post initial tka, the 64 y/o male patient had a revision due to recall poly. There was no breakage of device or surgical delay/prolongation. Patient was revised to exactech devices. Patient was last known to be in stable condition following the event. No other patient information/medical history reported. Sales rep was unable to obtain photos/x-rays. The device is not available for evaluation due to hospital refused to released implants. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the patient's condition cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately three years post initial tka, the 64 y/o male patient had a revision due to recall poly. There was no breakage of device or surgical delay/prolongation. Patient was revised to exactech devices. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos/x-rays. The device is not available for evaluation due to hospital refused to released implants.

Manufacturer narrative:
H6: corrected clinical code, medical device problem code and component code.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d4 - expiration date. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.